Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: trek 2.5x12; other: aspirin, prasugrel. Relevant tests/laboratory data: (B)(6) 2013 pre-procedure (11:00): ck-mb=1.8 ng/ml, normal upper limit 5.0; (B)(6) 2013 post procedure (23:21): ck-mb=2.1 ng/ml, normal upper limit 5.0; (B)(6) 2013: ck=39 u/l, normal upper limit 140; (B)(6) 2013: ck-mb=1.8 ng/ml, normal upper limit 5.0. There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of angina and perforation are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that after the 2.5x15 xience xpedition was deployed at 10 atmospheres in the predilated, distal left anterior descending coronary artery (dlad), the patient had chest pain, classified as stable angina, and a small perforation distal to the stent requiring the placement of a 2.25x12 xience xpedition and prolonged balloon inflation at low pressure through the femoral access site. The chest pain was treated with medication. The patient was discharged home two days post procedure. There was no adverse patient sequela. There was no additional information provided.